Event description:
It was reported that premature deployment occurred. A 10.0-31 carotid wallstent was selected for use. During the procedure, the device was deployed, and greater resistance than expected was encountered. The proximal section of the stent was fully deployed, but the stent body was only approximately 80% deployed, with the proximal end being about 20% deployed, making it impossible to place. Upon resheathing and retrieving the device, it was observed that the outer sheath had stretched and sustained damage. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B5 describe event or problem: corrections made.

Event description:
It was reported that partial deployment occurred. A 10.0-31 carotid wallstent was selected for use. During the procedure, the device was deployed, and greater resistance than expected was encountered. The proximal section of the stent was fully deployed, but the stent body was only approximately 80% deployed, with the proximal end being about 20% deployed, making it impossible to place. Upon resheathing and retrieving the device, it was observed that the outer sheath had stretched and sustained damage. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the stenosed target lesion was located in the moderately tortuous and severely calcified vessel.